Event description:
Customer reports that on two occasions the plastic connector of the introducor came away resulting in an injury. Reportedly, a member of the staff pricked their finger by the hood shape end of the stylet which was exposed when it came away.